Event description:
In 2008, hitachi received a report indicating that a patient scanned on the echelon MRI system had received 2nd degree burns on his thumbs and thighs while having a lumbar exam. The patient was positioned supine with his hands at his side. He had on his own shirt and a paper disposable shorts. The patient's thumbs were touching his thighs (covered by shorts). There is no direct evidence of skin to skin contact. Patient experienced pain for the last few minutes of the 25 minutes exam. He called out but didn't move to get the operator's attention because he didn't want to ruin the exam. The patient reported the problem after the exam. The technologist noticed that the affected area had redness and blisters. His left side had 1/2 inch size blister on both thumb and thigh. The top surface of the thumb was red, thigh had approximately 2 inch diameter area that was red. Right side had 1/4 inch size blister on thumb and thigh. Same size overall red area as left size on thumb and thigh. The blister/red skin locations on both sides were aligned to suggest there was direct contact between thumb and thigh. The site suggested that the patient seek medical attention for the burns, but he refused. The site called the patient the following week and confirmed that he was ok.

Manufacturer narrative:
In 2008, hitachi service conducted a functional test of the receive coil used for the patient exam and measured its surface to detect localized heating. The highest reading detected was 80 degrees f. The receive coil was not in contact with the injured area on the patient. The transmitter coil power values were noted and where within normal range. The patient's images were reviewed and found to have normal image quality and were free from artifacts. There was no indication of equipment malfunction or operator error. Patient injuries are consistent with a condition where the anatomy position creates a conductive loop. During the exam, the mr signal induces a current in the loop that can cause localized tissue heating.